Event description:
It was reported that the implantable cardiac monitor (icm) was under-sensing leading to false pause episodes. No changes were made and there were no consequences to the patient. Further information was requested but not received.